Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the drive support cap was sticking out. Customer's blood glucose value was 200 mg/dl. Customer also had problem with rewind the insulin pump, during rewind piston sounds strange and louder. Customer stated that insulin pump was slower than normal. The device will not be returned for analysis.